Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 35 alarm due to force sensor flex cable incompletely plugged in. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a critical pump error alarm during reservoir change. Customer's blood glucose was unknown. Menu could not be viewed due to screen locking. It was advised that insulin pump would need to be replaced.